Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion and prime or compromised forced sensor system or verify excessive no delivery alarm due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. The customer¿s blood glucose was 118 mg/dl. Customer states the tubing was not bent. Customer states they do not want to troubleshoot for recurring alarms. The customer was advised to revert to back up plan. The device will be returned for analysis.